Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not detect insulin in the cartridge. Additionally, it was reported that insulin did not deliver as intended until the cartridge was replaced. There was no reported impact to the customer's blood glucose level. Additional information was not provided and the customer declined follow up from tandem technical support.